Event description:
International affiliate reported that the cord was used to close the sternum of a pt following open chest procedure. The cord broke two weeks following implantation. The pt was returned to surgery and the sternum closed with stainless steel suture.